Event description:
It was reported that the patients non rechargeable ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred several months ago from the date manufacturer became aware of the event.